Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that calcium might pinch the catheter tip and lead it to break apart. The patient was discharged without problem after one-week routine monitoring. The returned microcatheter had its tip missing. Distal portion of the shaft surface became rough with helical scratches probably made by calcium when it was rotated in the lesion. Circumferential damage was observed on the remaining tip polymer. The underlying braids and innermost polymer layer were gathered towards the center as those were occluding the catheter lumen. The tip was separated at the border between the shaft and the tip polymer; it was concluded that the missing tip was approximately 5 mm long. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that rotational and pushing-pulling force exceeding the product design limit might be locally applied to the catheter while the catheter tip was being interfered intensely with the calcified lesion. The excessive stress led the tip to be twisted and eventually broken off. There was no indication of product deficiency. Instructions for use states that: - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
It was reported that during a pci to treat a moderately calcified 99% stenosis in the lcx #11, a 0.014 inch guide wire crossed the lesion followed by the subject microcatheter. The wire was exchanged to a rotawire but neither 1.5 mm nor 1.25 mm burr could cross the lesion. The rotawire was then exchanged back to the 0.014 inch guide wire to deliver a small-diameter balloon catheter; however, the balloon could not cross either. Because the subject microcatheter was the only catheter that was able to cross the lesion, the physician manipulated the catheter back and forth at the lesion when its tip became separated. A snare was used in an attempt to retrieve the separated tip but failed. The physician decided to leave the separated tip as is after confirming there was no effect on the blood flow and terminated the procedure.